Manufacturer narrative:
Device code relates to problem code for the reported event of distal tip detached. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was used in the biliary tree/abdomen during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, following the procedure, a CT scan revealed that the distal tip of the occlusion balloon catheter detached inside the patient. The patient was noted to have experienced an excruciating abdominal pain. Foreign body removal surgery was made; however abdominal pain continued for some time. The patient was unable to get up to walk around, had difficulty keeping food down, and had persistent diarrhea. Abdominal pain was still experienced weeks after the removal surgery. The patient was admitted to a nursing home for pain management treatment, where it was discovered that his abdomen was heavily infected as a result of the foreign body. Antibiotics were continued to be taken and patient remained at the facility for two weeks. Shortly after his discharge at the nursing home, the patient was then admitted to (B)(6) center in (B)(6) for further treatment and was prescribed desloratadine. He remained there for several weeks. In (B)(6) 2017, it was reported that the patient contacted 911 due to severe abdominal pain, and was transported by ambulance back to (B)(6) hospital. Morphine, hydrocodone, metronidazole, and levofloxacin were prescribed during his four-day stay. The patient continues to suffer from intense abdominal pain; it was noted that he is taking hydrocodone but does not provide complete relief. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.